Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implantation of the device, insertion of the lead into the device header failed. Another device was successfully implanted. The patient was in good condition after the procedure.